Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration via an implantable infusion pump. It was reported that the patient had an infection, which is why her previous pump was removed. No further complications were reported.

Event description:
Additional information received from the consumer reported that at the time of the infection the patient developed what they thought was a "bedsore" so they were treating it with honey. They went to their healthcare provider because it was "seeping" so they were sent straight to surgery which was when they discovered the infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.